Manufacturer narrative:
Information in the initial report was incorrect, has been corrected.

Manufacturer narrative:
Device was received with broken belt clip rails, cracked select button on the keypad overlay. Unable to perform the displacement test due to a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
The pump was received with broken belt clip rails. The pump passed the displacement test. Cracked select button on the keypad overlay. Unable to perform the displacement test due to a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Customer reported via phone call that the took insulin pump off and noticed it was loose and noticed crack in it . Customer's blood glucose level was 154 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.